Event description:
The pt reported that the pump was hot near the battery compartment. The pt was not burned or injured. No cracks seen on the pump. The battery is an energizer lithium battery. No leakage or corrosion in the battery compartment. The battery cap secures tightly, no trauma and no water exposure.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.